Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed live monitor display had no image. Upon functional testing fse found dvi to ethernet and ethernet to dvi convertor issue. The fse replaced the convertor. After this, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the allura live monitor had no display. The system was in clinical use when this occurred. There was no report of harm. Philips has started an investigation of this complaint.